Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was deployed for closure. The arteriotomy was 9.3 x 9.9mm, no calcification, low bifurcation, and deployment depth measure 7.5 + 1. While maintaining tension at green and tamping the lock advancement tube, oozing was present at the access site. The physician performed a second tamp, however, the oozing continued. An angiogram revealed the manta was deployed in the tissue tract. A contralateral covered stent was then deployed, and hemostasis was achieved successfully. The physician later noted while removing the 18f valve sheath a dissection did occur. Dissections are a common event in large bore procedures, and in this case is the cause of the bleed present during manta deployment and is the root cause of the tract deployment. The IFU was reviewed and confirmed to list precautions: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: oozing from the puncture site.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: patient: (B)(6) male with a bmi of 30. Patient had 9.3x9.9 vessel diameter at access site with no calcium present and a low bifurcation. Successful access gained using ultrasound and micro puncture kit. All steps to measure and deploy manta were properly followed. Depth measurement was 7.5+1, heart valve was successfully deployed via an 18f sheath. Physician deployed manta to depth noted and tamped at green. Oozing was noted so the physician pulled to green and re-tamped. Oozing continued so an angiogram was performed. During angiogram, it was noted that manta was deployed in tissue track. It was further noted that upon removing the 18f sheath, a dissection had occurred. The physician pointed out that manta deployed in tissue track as a result of the dissection caused by and during the removal of the 18f valve sheath. Physician went up and over from contralateral side and successfully deployed a covered stent. Final act: 134. Manta deployment pressure: 141/76. Protomine: administered after deployment. Distal pulse: strong.